Manufacturer narrative:
The reported events were lead dislodgement and unable to remove the lead from the device header. As received, a complete lead was returned in one piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of failure to remove the lead from the device header was not confirmed. Dimensional analysis found one location was smaller than the specification due to the adjacent procedural damage and potential stretching of the lead during attempted removal. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During the procedure, the rv lead was unable to be removed from the device header. Furthermore, the atrial lead was also noted to be dislodged. The device, rv, and atrial lead were all explanted and replaced to resolve the event. The patient was stable. Related manufacturer reference numbers: 2017865-2021-36977, 2017865-2021-36979.